Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post implant of this bioprosthetic valved conduit implanted in a one month old pediatric patient, the valve was replaced for unknown reasons. No additional adverse patient effects were reported.